Manufacturer narrative:
This report is submitted on september 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance and reported tinnitus and pain with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on december 11, 2018. (B)(4).